Manufacturer narrative:
According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation in 2006 that a c.r.e. Balloon dilatation catheter was used during an esophagogastroduodenoscopy (egd) procedure on a female patient ten days prior (patient age and weight unknown). According to the complainant, during the procedure, the balloon ruptured inside of the patient. The device was removed from the patient the procedure was successfully completed with another c.r.e. Balloon dilatation catheter. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.